Event description:
It was reported that a stent fracture occurred.an 80% stenosed lesion was located in a mildly calcified and mildly tortuous vessel. A 2.75x24mm synergy stent was successfully implanted. A quantum apex balloon catheter post dilated the synergy stent at nominal pressure. A stent fracture was then noted. The same quantum apex balloon catheter was then used to post dilate the fractured portion of the stent. The procedure was completed with this device and no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).